Manufacturer narrative:
Device had blank white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank white lcd. Missing segments or partial display unknown. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.